Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet spec in relation to the reported downstream occlusion messages which were not reproduced. Review of the history log confirmed the occurrence of downstream occlusion alarms. The device was tested with passing results. The device was reworked to ensure proper occlusion detection.